Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). Physician allegedly placed the filter. On (B)(6) 2010 at (B)(6) physician allegedly placed the filter. Patient currently resides in (B)(6), but lived in (B)(6) at the time of this placement." The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time. It is alleged that the patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have yet to be provided.

Manufacturer narrative:
(B)(4). Evaluation - no information regarding the event. We have investigated based on the information received to date and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2008 at (B)(6) hospital, (B)(6). Physician allegedly placed the filter. (B)(6) 2010 at (B)(6) clinic, (B)(6). Physician allegedly placed the filter. Patient currently resides in (B)(6), but lived in (B)(6) at the time of this placement." The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time. It is alleged that the patient was injured without further explanation. Patient is also seeking punitive damages. Hospital records have yet to be provided.